Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, near the uterus, around the ligament on the right side, the sealing ruptured after surgery. Sealed and outputted the area around the bleeding point with device multiple times, but the bleeding did not stop. It was noted that the completion sound was heard. The bleeding did not stop even when outputting using the same method as usual, so a competitor¿s device was used to stop the bleeding. There was no sense of thick tissue. There was an extension of surgery time of about 10 minutes.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a total laparoscopic hysterectomy procedure, the handpiece was used to seal the area around the bleeding point multiple times, but the bleeding did not stop. There was no re-grasp alarm but activation tone and end tones were heard. It was near the uterus, around the ligament on the right side and no other ligasure sites were found to have reopened. The generator used worked fine without issues in other procedures. Procedure was extended for 10 minutes as they used a non-medtronic bi-clamp to stop the minimal bleeding. Blood transfusion was not necessary.

Manufacturer narrative:
Additional information: b5, g3, h6 (fdr: c07, c19). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the tip of the seal plate on jaw a was lifted/damaged. Functional testing found that the damage to the device's seal plate likely occurred due to a drop, or during the insertion or extraction of the device jaw from a trocar instrument. The damage to the seal plate causes the device to produce regrasp alarms. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. No electrical or wiring issues were found. It was reported that the device was not sealing completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of a damaged seal plate. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the de vice history records found no potentially contributing factors. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.